Manufacturer narrative:
Initial and final MDR 1887171 - MDR 3003442380-2024-08289 - device 2 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set was leaking at site event from 01-jan-2024 to 07-may-2024. The blood glucose level was 235 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.